Manufacturer narrative:
Evaluation revealed the received s2 femoral nail to be the subject products. The locking screws received were considered as concomitant products as they were intact and as they did not contribute to the event reported. The raw material certificate and the results of translated hardness tests confirmed the required mechanical properties deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged area. The affected item was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. In the case presented a patient had been treated with a s2 femur nail due to a shaft fracture of the left femur on (B)(6) 2016. After 3 months the nail was revised on (B)(6) 2017. The received nail was found to have a significant bend located in the upper 1/3. The original geometry in the mediolateral direction is straight. The received nail had a bend of approx. 15°. The provided report regarding revision indicated that the patient suffered from pseudarthrosis requiring decortication in the fracture site. As there is no bone to bone contact ¿ presenting a gap ¿ in this area nearly all forces and bending moments at the fracture site were absorbed resp. Transferred by the nail. Due to the gap the nail had to withstand significant bending loads. The nail is made of stainless steel which has more ductile characteristics / composition. That means that in case high unusual forces are applied to the material, a nail will always get bent before it breaks due to over bending. In this case the nail had not exceeded the maximum of its tensile strength but applied forces had caused the nail to get plastically deformed. Stainless steel can break i.e. As a result of a fatigue fracture which is the result of permanent, repeated overload. However, the nail design, material and strength were successfully tested and specified during development; the nails are qualified for their specified application under normal conditions. Referring to the above appearances of the nail, extraordinary high forces are required to cause such a deformation/ bending of a nail. A direct trauma (e.g. Accident, fall), a sudden stumbling or extremely high postoperative loads are the most probable causes. However, further information about the event and its circumstances were not provided. As no patient data or information about the post implant activity were available, it could not be determined if the patient had been compliant to the surgeons¿ instructions; the advice for post revision activity was no weight bearing for at least 2 months. The IFU defines additional trauma as potential adverse effects. The IFU also points out that the surgeon has to warn the patient for potential overload. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified. Based on the information given above the cause of the case is attributed to the patient. With available information a deficiency of the devices could not be verified.

Event description:
A risk manager, related that "after 3 months of implantation, progressive deformation of the thigh without pain or trouble in rotation. Tailing off in varus.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A risk manager, related that "after 3 months of implantation, progressive deformation of the thigh without pain or trouble in rotation. Tailing off in varus.